Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 20, 2016.

Manufacturer narrative:
This report is filed april 27, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory "shocking" sensation with and without device use, resulting in the decision to discontinue use of the device. Reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the device migrated. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.